Event description:
On 8/1/2025, the beta bionics ilet user reported elevated blood glucose (bg) of 245 mg/dl and subsequently announced a meal as bg levels were starting to decrease. Following the announcement, bg dropped to 56 mg/dl. The ilet device alerted to the low bg. The user consumed fast-acting carbohydrates and bg returned to range. No symptoms were reported, and no medical or external assistance was required.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.